Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty inserting the guide wire; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions- a femoral angiogram was not performed. The perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that sutures placement was attempted in a common femoral artery with a proglide device using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 5f. Reportedly, the proglide device could not be backloaded over the guide wire. The sutures of two additional proglide devices were successfully placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved with the two successfully pre-placed proglide sutures. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the pre-close technique. No additional information was provided.